Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to no occlusion alarms. Reportedly, a bent cannula occurred due to customer not following instruction for use and the pump failed to alarm for the resulted occlusion. It was reported that the patient subsequently had blood glucose reading of 360 mg/dl with nausea, abdominal pain/vomiting and large ketone value. No treatment above and beyond the usual routine of diabetes care and management was reported. The reporter stated that the patient had remained on pump therapy with no recent change was made to the pump settings. The customer support agent reviewed the event with the reporter. Except for the event date, no additional information was provided with regard to the pump and the alarm history. The patient was not available for the troubleshooting session. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. The alleged absence of occlusion alarm remained unresolved. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia while on pump therapy attributed to an unresolved allegation that the pump was not alarming for occlusions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: during investigation, unable to complete testing , downloads no available. Due to moisture corrosion and rust inside battery compartment, the pump is unable to power on . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.